Manufacturer narrative:
Additional information was received that there was a suspected issue with the one splitter that caused the high impedances. It was also reported that the high impedances were the result of the fall. The patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had few falls after his implant procedure and was experiencing inadequate stimulation and stimulation in non-target area. It was noted that the patient's left lead had about half the contacts with high impedances including the ones at the distal tip. It was also reported that the device was causing increased pain. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion¿1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316 lot #: 16466977, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had few falls after his implant procedure and was experiencing inadequate stimulation and stimulation in non-target area. It was noted that the patient's left lead had about half the contacts with high impedances including the ones at the distal tip. It was also reported that the device was causing increased pain. The patient will undergo an explant procedure.